Manufacturer narrative:
The device was not made available for investigation. The conformity of the device to DHR was verified: it was found out that the device has been manufactured in 2013, thus it is beyond its expected life. Based on the customer's declaration, the pump gave a low battery warning but the user did not change the battery: as a consequence, the patient remained out of medication for about 1,5 hours. In this regard, we point out that, as stated by the instructions for use, for patients that are likely to be adversely affected by interrupted medication or fluid delivery from the device, and considering carefully the psycho-physical and cognitive condition of the patient, close supervision for immediate corrective action should be provided. Moreover, since the pump life is 4 years from the beginning of the purchase date, this means that the device is beyond its expected life. As stated by the manual, canè s.p.a. Is no longer obliged to make any repairs and it is not responsible towards the purchaser or third parties for any damage deriving from the use of the pump after 4 years from the date of purchase. Since the pump is beyond its expected life, we strongly recommended the distributor to withdraw from the market the pumps older than four years and to find an alternative solution for this therapy.

Event description:
We were made aware by our distributor of an event occurred in (B)(6) to a pump model crono five, used for infusion of remodulin (indication: pah). Event description: reporting of customer: "yesterday, on (B)(6) 2019, nic was informed regarding an incident from a nurse in (B)(6), registered with internal number (B)(4). Child about (B)(6) years old got an alarm on her crono v pump. They could not push any buttons; they were not working. It was down in the starting position instead of infusion that should have been on going. She was out of medication for about 1,5 hours, before other crono v pump was started. Patient felt ok before and seems to be ok after restart, no adverse events. Battery was still on and all programming was also ok. New battery was changed and it seems that this pump works fine." Further information received by the distributor was: "pump is working fine after changing the battery, so reason seemed to be "battery out of order, empty". The patient noticed the pump alarm at the time when the battery was low, but she cannot say what the display showed."